Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No critical pump error (open book image) or medtronic log noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the pcba1 and battery tube assembly noted. The pump was received with minor scratches on lcd window, cracked case (corner of belt clip rails) and scratched case. Change battery fault (73) alarm was found in history file on (B)(6) 2024 00:07:00.000. Serial flash hw issue. In summary, customer alleged critical pump error not confirmed. Exposed to moisture confirmed. Flashing medtronic logo not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo. The customer experienced hyperglycemia with the reported blood glucose value of 24 mmol/l. The customer was treated with manual injection/insulin pen. The event involved product(s) mmt-1885. Customer reported a critical pump error other than the open book image error or critical pump error 24. Customer reported high bgs. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.